Manufacturer narrative:
The review of our complaint file indicates that this is not the first time such a problem is reported on prisma series. Regarding this type of reported pod failure, a corrective action was implemented in october 2005 from prisma m100 lot# 05j2796p. After implementation of this first corrective action, the rate of complaints has decreased. But, time to time, such a type of complaint could be reported. A new corrective section was implemented in september 2006, it consists in a 100% air integrity test under 3 bars pressure on the pod. First lot # concerned by this action: prisma m100 lot # 06i1980g. Unfortunately, we do not know the lot # incriminated in this complaint. We consider there was not pt's safety issue because the pt is not connected during unloading of the set. However, even if the incident did not represent a risk for the pt, it could have presented a risk of infection/contamination for the nurse, due to the contact with external blood leak. For this reason, we decided to report this case as MDR/mdv. The rate of complaints relating to a breakage of pod during unloading is 0.035 per 10,000 devices (calculated on the last 9-month period, after implementation of the corrective action). No further action will be taken by gambro industries. Nevertheless, we will continue to monitor and trend this type of defect.